Event description:
A dreamstation 2 advance auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected, and service required message, pca burnt, outlet seal and iso port contaminated, led with low intensity were found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.